Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and corrected reports were issued. The cause for this event is unknown.

Event description:
The customer reported discordant sodium values on an rp 500 compared to another laboratory instrument. There was no reported injury due to this event.